Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to adhesive peeling around bending tube, connection between bending section and distal end is detached. Based on the results of the investigation, the root cause of the reported malfunctions could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that due to adhesive peeling around bending tube, connection between bending section and distal end is detached. There were no reports of patient involvement.